Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected samples. After the evaluation of the returned samples, bd confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. Although the percentage of slip agent in the product is established and controlled according to the bd product specifications, in order to reduce the amount of slip agent used, the amount of slip agent added to the syringe barrel has been adjusted to the low end of the specifications.

Event description:
It was reported that "plastic particles" were found in the discardit¿ ii syringe w/o needle during use that "adhered" to the syringe wall and partially dissolved in the "naci".

Manufacturer narrative:
Date of event: unknown. (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1807195, medical device expiration date: 2023-06-30, device manufacture date: 2018-07-17. Medical device lot #: 1809111, medical device expiration date: 2023-08-31, device manufacture date: 2018-08-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "plastic particles" were found in the discardit¿ ii syringe w/o needle during use that "adhered" to the syringe wall and partially dissolved in the "naci".